Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of ¿input connector damaged¿ was not confirmed during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite video system center's serial digital interface connector was damaged. The issue was found during preparation for an unknown diagnostic procedure. There was no reported delay, and the procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no prompt sound from the front panel buttons. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.